Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. A supply change was performed resolving the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer successfully loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 138 mg/dl.